Manufacturer narrative:
Summary: device was returned in a plastic bag. Pending decontamination, device was evaluated by visual inspection. All components were determined to be present. The tubing clamp was in the clamped position. Additionally, device was returned with syringe attached. Syringe was manipulated within the plastic bag to test the three lumens. The main cannula tubing and pressure monitoring line were patent. The pinhole leak in the balloon was verified, as air was added but the balloon did not inflate, and drops of liquid inside the bag were disturbed by the escaping air. No other damage to the device could be identified.

Event description:
Pin hole leak; that is, the cuff began to deflate after inflating during clinical application.